Event description:
The explanting hospital reportedly does not return products per their risk management policy. Product return is not expected. Follow up with the treating physician showed that the patient had brief seizures around the time her generator showed a low battery indicator. He attributed the increase in seizures to the low vns battery. There were no contributing setting or medication changes before the increase in seizures. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was being referred for a battery change due to an observed ifi battery life indicator. Subsequently, it was reported that the patient ¿was not doing well with her seizures.¿ the patient's generator was replaced on (B)(6) 2017. At the time of surgery, the battery status was still ifi=yes, and device diagnostics were within normal limits. Attempts for additional pertinent information have been unsuccessful to date.